Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical service confirmed the detection of high impedance battery. Device replacement was recommended. Subsequently the device was replaced. The device will be returned for analysis. No adverse patient effects were reported.